Event description:
Pt was revised to address poly wear of the tibial insert. The insert was found to be not locked properly into place, and it overlapped the tray on the medial side. Not sure when this occurred.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event based on unavailability of the product for examination and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.